Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at the time of filing. UDI not available for this system at time of filing. The catheter was returned to the manufacturer for analysis. Analysis found that the tip of the returned catheter to be burnt. Analysis found that the reported event was related to physical damage.

Event description:
Medtronic received information regarding a navigation device being used for a soft tissue ablation (neuro) procedure. The issue occurred intraoperatively and delayed the surgery by less than one hour. It was reported that the tip of the fiber was not sharp, it was blunt. There were markings of what appeared to be charring. The surgery was completed with navigation and there was no impact on patient outcome.